Event description:
It was reported that the patient's left hip was revised due to dislocation of the uhr bipolar head from the patient's native acetabulum. A hemi hip was converted to a total hip with a constrained liner (stem was retained). Rep confirmed that pictures can be provided and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding dislocation involving a uhr head was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review with a clinical consultant indicated "confirmation of event: I can confirm that the patient had a left total hip arthroplasty since I was able to see the implant x-ray. I was also able to see what is described as the device used which was explanted. I was not provided the operation reports so I base my confirmation on the information provided. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of disassociation of a bipolar component from a constrained insert are multifactorial including surgical technique in the way the implant is assembled and inserted. In this case the hip construct dislocated and therefore the disassociation could have occurred due to the trauma of the dislocation of the hip. There was no mention as to whether or not an attempt was made at reduction which could cause disassociation. Patient factors including activity level, and bmi could play a role but I doubt it in this case which happened only a few days after surgery. Implant factors can contribute. The implant must be returned to stryker engineers as described below in order to determine the tolerances. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review with a clinical consultant indicated "confirmation of event: I can confirm that the patient had a left total hip arthroplasty since I was able to see the implant x-ray. I was also able to see what is described as the device used which was explanted. I was not provided the operation reports so I base my confirmation on the information provided. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of disassociation of a bipolar component from a constrained insert are multifactorial including surgical technique in the way the implant is assembled and inserted. In this case the hip construct dislocated and therefore the disassociation could have occurred due to the trauma of the dislocation of the hip. There was no mention as to whether or not an attempt was made at reduction which could cause disassociation. Patient factors including activity level, and bmi could play a role but I doubt it in this case which happened only a few days after surgery. Implant factors can contribute. The implant must be returned to stryker engineers as described below in order to determine the tolerances. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.